Manufacturer narrative:
It was reported that the drg lead revision was attempted on (B)(6) 2025 but was aborted due to a lead breaking. Case was aborted and system removed. Patient was sent to the neurosurgeon to complete removal. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the drg lead revision was attempted on (B)(6) 2025 but was aborted due to a lead breaking. Case was aborted and system removed. Patient was sent to the neurosurgeon to complete removal.